Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The pump had been dropped on the concrete prior to the malfunction & may have also gotten wet.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available, a follow up supplemental report will be submitted if the device has been received.